Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h3, h4, h6, and h10. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. As reported phenomenon for this complaint is there was no image available from the device. The user¿s complaint was confirmed and the issue was attributed to the shortage in the cable. Root cause for the issue could not be conclusively determined, but likely cause for the damaged cable is that unexpected stress was applied to the cable by user handling and the cable was damaged, resulting in disappear of the image. The instructions for use, sent out with the delivery of the product, includes the following statements regarding important information: "please read before use: ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Doing so could damage the cable."

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found that the image cuts on and off due to a shortage in the cable. The image is slightly off centered but was still usable. The cable was replaced. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that there was an issue with the image. The image does not appear and is not shown. There is no patient involvement. No additional information was provided.